Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. The insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was received with scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed insulin flow blocked. Customer's blood glucose level was 17.6 mmol/l. The customer treated their blood glucose level with a manual injection. The customer bolused 6.9 units but only received 0.8 units. The insulin flow blocked alarm was recurring. Insulin exited but the insulin pump alarmed insulin flow blocked. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.